Event description:
Per spontaneous call from pt - she is claiming again that a cadd ms3 pump sn (B)(4) is giving her a "program default" error. She claims that she keeps the batteries in the pump at all times unless she is changing the battery itself. Pt was not connected to device at the time, no adverse event. She is using her other pump. She will return the broken pump to us. We are replacing her pump for tomorrow. No further info available. Reported to (B)(6) by pt/caregiver.